Event description:
In 2006, the lay user/patient contacted lifescan alleging that her one touch ultra meter was reading inaccurately erratic. The senior medical affairs specialist (smas) listened to the recorded call on the following day to clarify the documented information. The smas sent a letter since the patient could not be reached for information/clarification. The patient obtained a 223 mg/dl at 4:36 pm on event day while experiencing no symptoms of high or low blood glucose levels. At 5:09 pm, she obtained a 64 mg/dl and described feeling lightheaded and low. She did not take any actions following the use of the meter that would affect her blood glucose levels. That same day, the patient had an appointment with her physician due to needing refills on her prescriptions. At the appointment, she was prescribed a different meter (another brand) due to the results she obtained earlier that day. A glucose test was performed at the lab; however, the result was unknown. No treatment was received. The patient reported that she threw away her test strips and control solution. She was unable to verify whether she had been using expired test strips. Quality control testing could not be performed. The customer advocate did verify that the unit of measurement was set correctly. The patient was correctly cleaning the puncture area and using the correct testing technique. The meter, test strips, and control solution were replaced. It would have been helpful to know the results obtained earlier in the day, if there was any intervention before or in between the two reported results, her medication regimen, testing frequency, and the blood glucose test result from the test. This complaint is being reported due to the following conclusion: the patient obtained an elevated result (223 mg/dl) and 33 minutes later obtained a low result (64 mg/dl) while symptomatic.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evauation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in supplemental report.